Event description:
It was reported the coil could not be detached. Upon removal, the coil stretched and could not be pulled out of the aneurysm. The physician was able to be remove the coil with a snare. No patient injury reported.

Manufacturer narrative:
The device has been evaluated, and the implant coil was found detached from the pusher assembly.